Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "after lunch today one of my staff found 2 1inch needles lot# asjqfc044 with small shards of plastic. I looked at them closer and it seems as if the piece of plastic is breaking off the cap. I also have the caps on the needles with the shard in the female end of the tubing. No adverse events or injury occurred regarding this issue." No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of excess molding material found inside the luer is confirmed and was determined to be supplier related. Two 19 ga x 1 in. Safestep infusion sets with y-sites were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned device. A microscopic observation revealed white material from each luer cap found inside the proximal luer of the infusion sets. Microscopic observation of each white luer cap revealed a damaged luer cap where material appeared to be missing and uneven along the section of the luer cap that sits inside the proximal luer of each infusion set. It was determined that the cause of the failure was related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.